Event description:
It was reported that cgm displayed malfunction error during sensor use. No additional information was received regarding impact to customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, error did not recur, and customer successfully started new sensor session.